Event description:
On july 28, 2009, the lay-user/patient contacted lifescan alleging that a one touch ping meter had a contrast issue with the display. The pt indicated that the alleged meter issue started in the day of event at 12:32 pm. Due to the alleged contrast issue, the pt claimed that he misread his carbohydrate information and then "overdosed" on insulin. At an unspecified time after the alleged issue began, the pt alleged that he developed symptoms of shakiness and was not thinking clear. The pt administered self-treatment that same day by consuming oral glucose and more food/drink(s). The pt refused a replacement meter. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that as a result of the alleged contrast issue, he misread his carbohydrate information and subsequently took too much insulin. The pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.